Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a angioplasty treatment procedure, a shaft break occurred. During preparation, outside of the patient when a 12mm x 3.00mm emerge balloon catheter was removed from the hoop a shaft break occurred. No patient complications were reported.

Event description:
It was reported that during preparation for a angioplasty treatment procedure, a shaft break occurred. During preparation, outside of the patient when a 12mm x 3.00mm emerge balloon catheter was removed from the hoop a shaft break occurred. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the hypotube separation was 58 cm from the edge of the distal tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).